Event description:
It was reported to medtronic neurosurgery that the tubing that connects the actual drain in the skull to the port came apart right at the stopcock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.